Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but the keypad lens was cracked. No evidence of reported problem in event log was found. During the evaluation of the device, the damage was found to be caused by impact or customer mishandling. The keypad lens and keypad were replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the display to a smiths medical medfusion 3500 syringe pump was found broken. There were no reported adverse effects.